Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's burr hole cover package did not contain the cap. No environmental, external, or patient factors contributed to the issue. A cap was taken from a different package and the burr hole cover was implanted. The issue was resolved at the time of the report. There were no symptoms reported. No further complications were reported or anticipated.